Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had a skin irritation under the therapy and ECG electrodes. The area was described as red and partly open. The patient saw his doctor and was prescribed a zinc ointment. Multiple attempts to follow up on the condition of the irritation were unsuccessful. The final medical outcome of the irritation is unknown at this time.